Manufacturer narrative:
Concomitant medical products: sedr01 ipg, implanted: (B)(6) 2011.

Event description:
It was reported that the right atrial (ra) lead experienced high thresholds, low impedance and no sensing. The right atrial (ra) lead was capped and not replaced. No patient complications have been reported as a result of this event.